Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/18/2019. (B)(4). Phone number not provided. The manufacturer¿s international service technician could not duplicate the reported issue, however, it was noted that the inlet air filter and cooling fan filter is contaminated and must be replaced. The manufacturer¿s international service technician reports noise was considered an operation noise of a solenoid oxygen valve regulating oxygen. The inlet air filter and cooling fan filter have been replaced due to contamination. The unit successfully passed the required performance verification test.

Event description:
The customer reported a rattling noise occurred from the inside with fio2 being set at 100 %. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified, estimate used.